Event description:
The following information was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was implanted with gore® excluder® aaa endoprostheses. (B)(6) 2019, was reported as an onset date for the patient having suffered an aortoduodenal fistula reportedly due to an aortic device or procedure. On (B)(6) 2019, duodenal debridement and suture closure was performed.

Manufacturer narrative:
H6. Conclusions code 22: the indications for use of the gore® excluder® aaa endoprosthesis describes that this device is indicated for patients diagnosed with infrarenal abdominal aortic aneurysm disease. The safety and effectiveness of this device has not been evaluated in treating patients with a penetrating aortic ulcer (pau). Additionally, according to the gore® excluder® aaa endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to: bowel complications.